Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this atrial lead was attempted, but after being extended and retracted twice during the procedure, it would not longer extend despite 30 turn rotations. The physician removed the lead and tried to extend the helix mechanism on the table, but was unable to do so. A new lead of the same model was attempted and successfully implanted. No adverse patient effects were reported.